Event description:
It was reported that at device change-out, externalized conductors were observed via x-ray. All electrical measurements were normal. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.